Event description:
It was reported that during a stent proceudre, the stent delivery system (sds) balloon ruptured at 18atm (above rbp), during a case involving a heavily calcified "rca". The stent was deployed. Upon removing the sds, with moderate force, it separated at the guide wire exit notch, leaving approx 10-12cm in the coronary. An attempt was made to snare the separated portion of the sds, but it was unsuccessful. The pt was sent for CABG to remove the separated portion of the sds.